Manufacturer narrative:
The lead was eventually able to be connected after the use of saline and mineral oil. No adverse patient effects were reported in this event, and available information suggests that this rv lead remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that at a device replacement procedure, the physician experienced difficulty inserting the is-1 pin of this chronic transvenous right ventricular (rv) lead into the header of a new device.